Manufacturer narrative:
Belt sn (B)(4) and monitor sn (B)(4) were returned to the distributor in a biohazard condition. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. The patient was reportedly in the bathroom at home and unconscious prior to passing. It was reported that the patient's wife and son were present and that the patient's son attempted to assist the patient. Per clinical review of the available ECG data, the device was started up at 23:22:27 on (B)(6) 2020. The device detected an arrhythmia at 23:46:42 with intermittent response button use, while the patient was in sinus bradycardiac at 40 bpm with pvc's degrading to vt at 200 bpm. It was unclear who was pressing the response buttons. The electrode belt was disconnected at 23:46:49 on (B)(6) 2020. The device properly detected vt, although the electrode belt was disconnected 7 seconds into the detection sequence. The lifevest requires the patient to remain in vt above the threshold for approximately 60 seconds in order to complete a treatment sequence. The electrode belt disconnection precluded a treatment. It is unknown who disconnected the electrode belt. There is no indication that a device malfunction caused or contributed to the patient death.